Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation that the device coating came off. An offroad¿ re-entry device was selected for use. During preparation outside the patient's body, it was noted by the physician that a plastic lining came out from the device while prepping the lancet. No patient complications were reported.